Event description:
Major pump unit(s) involved: blood pumpadditional text: main bearing wearspecific component(s) involved: pump drive unit malfunctionadditional text: main bearing wearother component:causative or contributing factor: no specific contributing cause identifieother cause:intervention(s): replacement of pumpother intervention :type: lvad

Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: pump drive unit malfunction.